Event description:
On (B)(6) 2012, the reporter called animas alleging that the up and down arrow keypad buttons are intermittently unresponsive requiring multiple presses to respond, and at times, do not respond at all. The patient reportedly keeps the pump in a pocket and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up # 1 06/29/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was fully intact without peeling or visible damage; however, the audio bolus button was found to be torn. The ok keypad button responded appropriately when pressed. The up arrow, down arrow and contrast keypad buttons had intermittent response when pressed. All keypad buttons had normal spring back or click. The keypad was removed for investigation which revealed evidence of keypad contamination under all contact buttons. Unrelated to the complaint, the pump history was not able to be downloaded due to a defective ir component.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.